Manufacturer narrative:
According to the customer, he was sitting in the shower chair when it 'collapsed' and landed on the foot he had surgery on. The customer is reporting to have swelling and a scratch on his foot. According to the customer, he visited his physician on (B)(6) 2022, and was prescribed hydrocodone and received an x-ray. The customer reported that the x-ray did not show any new injuries. According to the customer he is still experiencing pain and swelling. The sample was requested but has not been returned for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, he was sitting in the shower chair when it 'collapsed' and landed on the foot he had surgery on. The customer is reporting to have swelling and a scratch on his foot. According to the customer, he visited his physician on (B)(6) 2022, and was prescribed hydrocodone and received an x-ray.